Manufacturer narrative:
The tech determined the problem to be a faulty valve guide tube. He replaced the head up valve guide tube to repair the bed.

Event description:
Info received indicates the head up function is not working. The function is not working manually or under power.